Event description:
It was reported that balloon rupture occurred. The chronic total occlusion target lesion was located in the moderately tortuous and moderate calcified unspecified vessel below the left knee. After a non-bsc guide wire was crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for predilation. On first inflation at 6 atmospheres, the balloon ruptured. The device was removed intact and the procedure was completed with another of same device. No patient complications were reported. Patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).